Event description:
Hyper-a1 leaking from air vent site. Cvl removed on 5/5/95. Pt has had temperature spikes and has developed fungal sepsis. An add'l set was also found to be defective, however, was not used with the pt. The drip chamber on the set was assembled upside down.